Event description:
It is reported that a customer received a battery-out alarm on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was at 179 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the issue may be a loose battery cap. The customer was sent a new battery cap and was advised to monitor the pump for any further issues. No further information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.